Manufacturer narrative:
The date of this report provided in the initial report was incorrect. The corrected data will be provided in this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his blood glucose sometimes decrease to the 45 mg/dl range. Troubleshooting did not occur for this particular low blood glucose event. The insulin pump also received a motor error alarm but the customer was able to complete the rewind. However, the insulin pump will be returned for analysis.